Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced otorrhea and pfp, and subsequently, the patient was hospitalized for IV antibiotics administration for a duration of 10 days (specific date not reported). After 7 days, the patient experienced recurring otorrhea, extrusion of the electrode lead into the external auditory canal and infection (electrode contaminated) (specific date not reported). The patient was hospitalized again for IV antibiotics administration (specific date and duration not reported). The device was subsequently explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.